Event description:
The accounts maintenance stated both the bed function and communication cables are cut on the right siderail, exposing bare metal wires.

Manufacturer narrative:
The account's maintenance replaced the bed function and communication cables to repair the bed.